Event description:
It was reported that the dc motor adapter broke off the platform in the control module during a breast biopsy. There were no patient consequences reported. The doctor was able to finish the biopsy using a needle core technique.